Manufacturer narrative:
H4: the device was manufactured from november 17, 2020 - november 18, 2020. H10: the device evaluation was completed. Visual inspection on the returned sample revealed fluid inside the bag that contained the sample. The cause of the fluid inside the bag was due to an untightened blue winged luer cap. The blue cap was hand tightened and a functional leak test was performed, and no signs of a leak were observed. Based on the analysis finding, the infusor device was determined to be conforming product. The reported condition of leak was verified. The cause of the condition could not be determined; however, the most probable cause was due to a user error by not tightening the blue winged cap. The product labelling, instructions for use indicates the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had leaked between the blue winged cap and distal luer. This issue was discovered during storage. There was no patient involvement. No additional information is available.